Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump did not deliver. At an unspecified time, the pump was programmed to deliver an unspecified concentration of isoproterenol and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the pump did not deliver. At that time, the nurse replaced the tubing set and resumed therapy using the same pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.